Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Related record: (B)(4) (the patient reported similar events that occurred twice in one day).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient's wife noticed the patient was sweating and shaking so she called 911. Prior to calling 911, they were unable to checked a bg comparison to the cgm. When paramedics arrived, the cgm was 66 mg/dl while the bg was 20 mg/dl. Paramedics treated the patient with an IV drip. At the time of the report, the patient was doing fine. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.